Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03472. It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A baseline effusion was noted. They proceeded with the case. A watchman® access system (was) was positioned and then a 27mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was deployed, but then fully recaptured and removed. Then a 30mm wds was advanced, the closure device was deployed and released. The baseline effusion was monitored during the case and after, with no change noted. Additionally, there were no changes to the patient¿s vital signs during the procedure. The patient was transferred to recovery. Approximately 5 hours post procedure, the patient was experiencing chest discomfort. The effusion size had increased. A pericardial drain was placed and left in overnight and the patient was monitored. There were no further patient complications noted.